Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Correction to implant date (d6a): (B)(6) 2009. Device evaluation: analysis of the returned device identified, underweight, missing piece of the shell and broken shell. A visual and microscopic analysis was performed which identified, sharp broken on posterior and crease fold. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: sharp pattern of broken on posterior assessed, as an unidentified (tear) opening. And a missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, right side rupture. The device has been replaced.